Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The exact cause of the left and right dissections could not be confirmed. The operators reported difficulty with sheath insertion however, no information was provided on patient factors that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the procedure access, there was difficulty inserting the sheath into the right groin and the operator switched over to the left groin. Arteriograms were performed on both groins and both appeared patent at the end of the procedure with possible dissection. After the procedure the patient was brought to the ICU for further management. She experienced some pain in the lower right portion of her abdomen. She also reported having pain when she moved slightly to the right side in the bed. She was later evaluated by vascular surgery due to concern for a right groin hematoma. Ultrasound showed dissection of the right and left common femoral arteries. An urgent cta showed a right retroperitoneal hematoma with active extravasation and she was taken to ir for embolization. From a hemodynamic perspective she was stabilized with no further episodes of bleeding after the ir procedure. During the procedure, resistance was noted in advancing the edwards sheath in right femoral artery, fluoroscopy suggested coiling of guide wire and no satisfactory tracking of sheet into the femoral artery. Sheath was removed and previously placed perclose sutures deployed. An angiogram of ieft iliac, femoral artery did not show any extravasation of contrast or damage to vessel. The left femoral artery was then used for deployment of edwards sheath with preclose devices placed ahead of time. Once we had verified correct position, the transfemoral aortic valve was deployed by balloon inflation during rapid pacing at between 160 - 240 b.p.m. Post-deployment angiography revealed mild regurgitation. At this point, the sheath and the device were successfully removed from the access vessel, and the perclose sutures were deployed. A post-removal aorto-iliogram was performed and demonstrated no significant injury to the access vessel. All wires and catheters were removed. The remaining femoral venous sheath was removed. There were good pulses distally into the femoral artery and flow was confirmed by ultrasound. There were no signs of significant bleeding. This concluded the operation. The patient was then transported to the cardiac surgery in critical but stable condition.